Event description:
At about 1 month after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and polyswap and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11-aug-2023. Lot 2118882: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-04-07. No anomalies found related to the problem. To date, (B)(4) item of the lot has been sold during the period of review.